Event description:
The user facility reported a 51-year-old female undergoing cardiac surgery was to be implanted with an impella device for mechanical circulatory support. The complainant reported that impella 5.5 was unable to pass through the artery and impella cp was placed instead via axillary insertion.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported delivery issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The root cause of the delivery issue was most likely due to patient condition due to small vessel.